Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reported that the malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer¿s blood glucose level was in 130-140 mg/dl range.